Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was an image transfer issue and mispositioned screws. The scan was on an external flash drive, but the guidance system did not import the scan, as it indicated that the patient scan already existed. The scan did not show up on the system. When reading the external drive in the import screen, the system searched for over ten minutes. The system was soft rebooted, and the the site had to complete a new scan and plan and 3define shot. All files were deleted off the zip drive and another scan was performed on the patient. The scan was renamed to be the patient's initials with a zero to insure the correct scan was transferred. The scan was accepted, and the site was able to plan screws. Screws on left side of patient were placed first. During right screw placement, abnormal bleeding was observed. Blood was coming out from them cannula. This caused the surgical team to take an x-ray and they noticed that screws on left side had been placed inaccurately. The site removed the robot from bed and proceeded to placing screws with navigation. Scans were retaken. The procedure was delayed an hour or longer.

Manufacturer narrative:
H3, h6: multiple device codes were applied/ below clarifies what each is associated with. A0908 inaccuracy a1107 - import issue the exports/logs were returned for clinical analysis. The analysis is still in progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.